Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the top jaw of the device broke and came off. The top portion of the jaw was recovered and a ligasure was used to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.